Event description:
It is reported that the locking ring was stuck inside the groove of the cup after opening. A different shell was opened and implanted.

Manufacturer narrative:
This report will be amended when our investigation is complete.